Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the balloon failed to inflate properly. The contrast and some air escaped through a hole in the balloon and the stent ends were flared within the artery. A high volume saline injection was used in an attempt to further deploy the stent and remove the delivery system. Another company's balloon catheter was successfully used to deploy the stent. The pt reportedly experienced barotrauma, but was in stable condition.